Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that at the start of use, a ventilator inoperative e/c 100a (da pcba adc reference failed) alarm sound. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the cpu pcba assembly revealed no signs of damage or contamination. It was found that the battery bt1 was missing from the cpu pcba. The cpu pcba was installed into an fi test ventilator. The test ventilator was booted into diagnostic mode and a drpt report was downloaded and reviewed for errors. The drpt report revealed there were four (4) instances of the 100b watchdog test failed, one (1) instance of the 1101 ventilator restarted due to anomalies detected during operation, and one (1) instance of the 1104 backup alarm failed. The test ventilator was booted up into the normal ventilation mode and delivered breaths. The test ventilator was cycled on and off 15 times without producing any errors. The 2.5v and 3.3v signal was verified within specification. The customer returned cpu pcba was setup to automatically power cycle on and off for one hour. The test ventilator booted up and deliver breaths and the power auto-cycling did not produce any failures. The cpu pcba was allowed to run for approximately 2 hours during which time the power was cycled on and off 15 times. No failures were produced. The drpt report was downloaded, reviewed and no additional errors were discovered. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. This cpu pcba was tested and no failures were identified.